Event description:
It was reported that the patient presented at the clinic for a routine visit. Upon attempting to interrogate the patient's implantable cardioverter defibrillator (ICD), it was found that the patient had a radio frequency (rf) telemetry anomaly. Interrogation was successfully performed using the wand and the device software was upgraded to resolve the issue. The patient was stable.